Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances. As a result, the patient underwent surgical intervention on (B)(6) 2022 to have their lead replaced. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated.